Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant. During procedure, it was noted that rv lead exhibited noise when connected to the surgical cable, resulting in the failure to get sensing and capture threshold measurements. The rv lead was not implanted, and a replacement was implanted successfully on (B)(6) 2026. The patient had no adverse consequences due to the event.